Event description:
Reporter indicated that a vns dell handheld computer was freezing after "interrogation successful" was displayed. The event was resolved with a soft reset. A new handheld computer was shipped to the site. The product was returned to the MFR and is awaiting analysis.